Event description:
"Caller alleged discrepant results compared with the reference. Results as follows:" date: (B)(6) 2010; inratio: 2.6; reference, doctor's meter (manufacturer unknown): 2.6. Date: (B)(6) 2010; inratio: 1.4, 1.9, 1.6; reference, doctor's meter (manufacturer unknown): 3.0. Today, patient observed inr=1.4 with inratio, repeated test, inr=1.9. Tested at doctor's office with doctor's meter, inr=3.0. Repeated test with inratio meter, inr=1.6. Previous inr result on (B)(6) 2010 = 2.6, which confirmed at doctor's office with doctor's meter.

Manufacturer narrative:
Investigation pending.